Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube with a gel barrier, and was centrifuged for 6 minutes at 3000 rpm. The collection tube had the proper fill volume. Qc is performed every 12 hours and was within the established ranges prior to and after the event. The customer repeated 10 randomly selected previous samples, and the results were reproducible. Bci field service engineer (fse) visited the site on (B)(4) 2011 and replaced peri pump tubing and aspirate probes. A system check and a high sensitivity system check were performed and both results met the specifications. No clear root cause for the event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected positive total beta hcg (tbhcg) result generated by unicel dxi 800 access immunoassay analyzer for one patient's sample. The result was reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced results in a higher clinical category. The customer does not know if there was any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.